Event description:
It was initially reported that the patient's generator was "dead", and the patient was consequentially having an increase in seizures. The patient was referred for a replacement surgery. Pre-operative interrogation was not successful due to the battery's depleted states. During the surgery, the surgeon pulled the generator out of the pocket and the majority of the patient's lead came out with it. The surgeon stated he only used gentle force and did not pull hard enough to cause such a lead fracture. The lead appeared to be fractured close to the lead bifurcation, and there was fluid and bubbles inside the insulation, so it was believed that the fracture occurred prior to the surgery. The patient's wounds were closed and a re-implantation was completed at a later date. There had been no known trauma or manipulation to the patient. Last known diagnostic information for the patient showed proper device function.

Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the explanted lead and generator would be returned to the manufacturer for product analysis. The explanted generator and lead were returned for product analysis on (B)(6) 2012, that has not yet been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2011, when the physician clarified that there was no change in seizure pattern, there was only an increase in the amount of daily seizures. It was unknown if x-rays were taken. No patient manipulation or trauma occurred that is believed to have caused or contribute to the lead fracture. The generator was at end of service so it was replaced.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The allegations of no stimulation, failure to program, and end of service were duplicated in the product analysis laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator performed according to functional specifications and there were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was completed on (B)(6) 2012. Breaks were identified at the end of the both positive and the negative lead coils. Also, abraded openings in the outer and the inner silicone tubing were noted. Images of the positive coil show that pitting or electro-etching conditions have occurred on one strand of the coil. Also, the appearance of the positive coil suggests a stress-induced fracture (fatigue) has occurred in at least two strands of the coil. Images of the negative coil suggest a stress-induced fracture (fatigue) has occurred in at least two strands. One other strand in this same coil group appears to be torn. The lead assembly has remnants of what appears to be dry body fluids inside the inner and the outer silicone tubing. No obvious point of entrance was noted other than identified tubing openings and the end of the returned lead portion. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. No other anomalies were identified in the returned lead portion.

Event description:
Additional information was received on (B)(6) 2011, when a user facility report was received (uf/importer report # (B)(4)). The report stated that the vns patient recently was experiencing an increase in seizures and type of seizures. The patient's battery was believed to be at end of service and during the battery replacement surgery, a lead fracture was observed as well as fluid in the lead. The patient was closed up and came in at a later date for a full revision surgery. During the full revision surgery it was found that there had only been one anchor tether used to hold the strain relief of the lead and that there was no strain release loop left in the neck. The lead fracture was found just medial to the sternocleidomastoid muscle. The surgeon reported that there was scar tissue around the vagus nerve and therefore he placed the new electrode on a different portion of the vagus nerve than the previous electrode location. After surgery the lead impedance was reported to be within normal limits. The patient's device was left disabled and the patient was referred to their physician to have it turned on. Attempts for the return of the explanted product to the manufacturer for product analysis have been made but the explanted product has not been returned to date. Additional information has been requested from the physician but no further information has been received to date.